Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Reportedly, the cartridge was not filled to the minimum requirements. Customer¿s blood glucose level was 430 mg/dl. Customer required assistance from the nurse at her health care provider's office to perform an injection of insulin. Tandem technical support provided education on minimum cartridge filling requirements.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.